Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty with loading a cartridge. Tandem technical support did not find any alarms or alerts in the pump logs and assisted the customer in re-loading the cartridge. Customer's blood glucose was 130 mg/dl.